Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate would "go up a little" when travelling a bumpy road or out fishing in choppy waters. The patient suspected a "loose lead' may be contributing to this. The right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.